Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy of remdesivir 250ml, 0.4mg/ml 500 ml. It was reported that 250 ml bags with 20 ml overfill showed 30-80 ml remaining when the pump said the infusion is complete. The event happened in the step down unit. No additional information is available.